Manufacturer narrative:
As part of our investigation, the ess was able to observe removal of the scopes from the cabinet, transportation and setup of the scopes in the procedure room, bedside pre-cleaning, transportation of the scope to decontamination room, and all associated reprocessing steps before being placed back into the cabinet. Additional time was spent answering questions and providing feedback to staff on recommendations and potential updates to their process. The ess explained to the customer that with the tjf-q180v scope models, olympus recommends to not omit any steps even if other manufacturers have validated their cleaning process to omit certain steps. The customer responded with immediate action to resolve the issue as soon as possible. The scope was not returned to the service center for evaluation. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the during an observation and reprocessing in-service with an endoscopy support specialist (ess) onsite at the customer¿s facility, it was noted that the an improper or incorrectly reprocessed scope was used. The customer informed the ess that the scope is not suctioned during manual cleaning. There was no patient infection or positive device culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that staff was insufficiently trained in device handling or reprocessing in accordance with IFU. IFU(reprocessing manual) cautions the user against insufficient reprocessing as follows; 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. ·IFU(reprocessing manual) cautioned the user against insufficient reprocessing channels as follows; all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. The legal manufacturer confirmed via DHR that the device was shipped, satisfying specifications.